Event description:
Patient had a gel mammary prosthesis implanted 3/26/87 following removal of a directa-span expander which had been placed 11/5/86.in january 1994 patient was evaluated for asymmetry and discomfort at the lateral aspect of the reconstructed breast. There was displacement slightly laterally causing irritation when walking.decision to replace the implant followed 2 office discussions. The implant was removed 5/2/94 and replaced with a tear drop type implant.